Event description:
Customer states the chair turns on and off on its own. Customer was calling to request the recall. Advised to contact (B)(6). Customer states the wiring is frayed and broken as well.